Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular [rv] lead had high superior vena cava [svc] and high voltage [hv] impedance measurements for which a patient alert was triggered. The rv lead remains in use. No patient complications have been reported as a result of this event.